Event description:
The user facility reported that during a processing cycle, an employee began to feel nauseous and got a headache due to the odor being emitted. The employee left the department and went home for the remainder of the day. No procedural delays or cancellations. No further treatment was sought or administered.

Manufacturer narrative:
A steris service technician went onsite and was unable to duplicate the reported event of the oil odor; the sterilizer was found to be operating properly. The technician found that oil had built up inside the cabinet and on the vacuum pump. The residual oil would get hot from the pump and begin to smell. The technician cleaned the sterilizer and found the unit to be operating properly. The vacuum pump oil is non-toxic and not considered hazardous; the amount emitted and the frequency at which is occurs is limited. In sensitive individuals, short term nuisance effects may occur (i.e. Headache) with no expected long term effects. The sterilizer is under steris serviced contract and was last serviced on (B)(4) 2012 when no issues with the oil odor were noted.